Event description:
It was reported that there was initially a seroma surrounding the implantable neurostimulator (ins). The pt then developed wound erosion post auricle, approximately three weeks later. An infection was diagnosed. Gram negative, resistant, coagulase negative staph was noted. Then system was explanted. The pt was still recovering on antibiotic therapy; expected to recover without sequela.

Manufacturer narrative:
The system was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.